Event description:
Additional information received identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg not longer communicates with external devices. The patient stated she has not used nor recharged her ipg in approximately three years. A sjm representative confirmed the patient's scs ipg is inoperable. Surgical intervention is planned for a later date to address the issue.